Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the lesion had mild tortuosity and was moderately calcified. After pre-dilation was performed, the 2.5 x 18 mm mini vision stent delivery system (sds) was advanced, but the stent got caught. The sds was pulled out when it was confirmed on angiography that the stent was flared and while removing the sds, the stent got caught with the tip of the guiding catheter and the stent dislodged in the left main trunk (lmt). The guide wire and the stent were tangled, and all of the devices were pulled out as one unit, but the stent got caught in the sheath. An incision was made at the puncture area, and the dislodged stent was retrieved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the reported stent implant entanglement with the guide wire, and being subsequently caught in the introducer sheath may have been a result of the flared stent struts, that was reportedly noted after the failed attempt to advance the sds. The ultimate root cause is unknown. The patient effect of the removal of the foreign body is a recognized patient effect associated with difficulty in removing system pre or post deployment, and is addressed in the device's risk assessment.